Event description:
A zoll pt service rep contacted zoll customer support while with a (B)(6) old male pt to report that the pt's monitor would shutdown and make a loud beep and then power up normally when the battery pack was reinserted. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of the monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown) was confirmed. Upon investigation, the monitor was constantly resetting. The cause for the resets was isolated to communication faults with the digital signal processor (dsp) u500 on c/a board sn (B)(4). The root cause for the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.